Event description:
Aventis case ID: (B)(4). Initial info for this spontaneous case was received from a consumer on (B)(6) 2007: a (B)(6) female pt initiated therapy with poly-l-lactic acid (sculptra) on (B)(6) 2006 for loss of body fat in cheeks. The pt reported that she "feels tiny bumps on cheeks." The bumps are under the skin of the cheeks (most on left side), which are causing "irregularity" (nos). Onset of event was provided as (B)(6) 2006. The pt took 5 treatments. First treatment was on (B)(6) 2006, second on (B)(6) 2006, third on (B)(6) 2006, fourth on (B)(6) 2006, and the last one was on (B)(6) 2007. Report indicated that treatments with poly-l-lactic acid are not continuing. The pt's event is getting better, but she still has bumps. Concomitant medications and medical history were provided. Lot number/exp date unk. No further medical info reported.

Manufacturer narrative:
Add'l info received from the consumer on (B)(6) 2008: she states that bumps under her skin are still ongoing. Different therapy dates were provided for (B)(6) 2006 and (B)(6) 2007, as follows: (B)(6) 2006 and (B)(6) 2007. (Three therapy dates previously mentioned, (B)(6) 2006, were provided again). The consumer stated that she had 5 sessions of poly-l-lactic acid, and on her last session about 7 months ago, she developed bumps under her skin ("face") more on her left side. Poly-l-lactic acid was discontinued on unspecified date (treatments no longer continue). Outcome of event was reported as ongoing. Date of birth was provided. No add'l medical history provided. Add'l concomitant medication was provided. Allergies were unk. Lot number/exp dates unk. No further medical info reported. Permission to contact the health care provider was declined. Addendum for f/u received (B)(4) 2008 (entered out of sequence) noting correspondence sent from company to consumer. No new medical info was included. Add'l info for poly-l-lactic acid (lot number unk) from (B)(4): batch record review without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.